Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-07349. It was reported the pt had one lead replaced due to high impedances. It was reported the pt had received effective stimulation. It was undetermined which lead was replaced, so both leads have been reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.